Event description:
It was reported that after using bd vacutainer® flashback blood collection needle, the end of the needle leaked blood when the needle was removed, it was discarded. No impact on the patient as well as the user.

Manufacturer narrative:
H.6 investigation summary material #: 301746. Lot/batch #: 3109100. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes hooked needle point and sleeve leakage. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after using bd vacutainer® flashback blood collection needle, the end of the needle leaked blood when the needle was removed, it was discarded. No impact on the patient as well as the user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.